Manufacturer narrative:
The impella device was returned and evaluated. The root cause of the unexpected shutdown and ac power detection issues were determined to be cause by a defective power supply.

Event description:
Us complainant reported that the automated impella controller (aic) shut off unexpectedly during case simulation of functional check. The console was turned on, and did not connect to ac power. There was no reported patient involvement.